Manufacturer narrative:
Block b3: exact date unknown, event occurred three months ago based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg would no longer hold its charge. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the facility.